Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that it was hard to mesh using the device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter and a 2:1 ratio cutter for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher seven times. The last repair was (B)(6) 2017 where it was reported that the ratchet handle was separating and the roller, worn bushings, worn side plates, gears and missing hardware were replaced and the ratchet was repaired. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher 1.5:1 cutter. The last repair was april 21, 2017 where it was reported that the cutter was returned with the skin graft mesher serial number 6310 and collars, bushings and gear were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher 2:1 cutter. The last repair was april 21, 2017 where it was reported that the cutter was returned with a skin graft mesher and collars, bushings and gear were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher revealed that the gear was worn and the calibration did not meet specifications. The 1.5:1 ratio cutter did not produce a complete mesh and was deemed non-repairable and was scrapped. The 2:1 ratio cutter produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the gears and bearings. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the device calibration was out of specification and gear was worn. However, it was also revealed that the 1.5:1 ratio cutter did not produce a complete mesh and was deemed non-repairable. The root cause of the reported was due to the device calibration was out of specification and the gearing being worn. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the gears and bearings were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer.